Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and act buttons response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 110 mg/dl. The customer stated that the buttons on the insulin pump were not working. The device will not be returned for the analysis.